Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and paravalvular leak were confirmed based on the medical record. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non functioning leaflet. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'approximately 8 months and 24 days post transfemoral tmvr procedure with a 26mm sapien 3 ultra valve in a mitral ring, the patient underwent a valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve due to stenosis'. As noted, the second 26 mm s3ur (sapien 3 ultra resilia) valve was deployed with additional 2 cc from the nominal volume, which indicated that the incident 26 mm s3u (sapien 3 ultra) valve was potentially under expanded. The under expanded valve could reduce the orifice of the valve leading to stenosis. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, the valve was potentially under expanded, which could have improper pvl skirt sealed against the target site (pre existing device), resulting in paravalvular leak. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event.

Manufacturer narrative:
Correction to b5 and h6. Please note that g3 reflects the date that this error was discovered.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 months and 24 days post transfemoral tmvr procedure with a 26mm sapien 3 ultra valve in a mitral ring, the patient underwent a valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve due to stenosis and paravalvular leak. The patient was reported as stable post procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 8 months and 24 days post transfemoral tmvr procedure with a 26mm sapien 3 ultra valve in a mitral ring, the patient underwent a valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve due to stenosis. The patient was reported as stable after the tmvr.